Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the nurse noticed that when the product was opened, the iol seemed to have no major problems with the naked eye, but after entering the capsule, it appeared to be covered with an oil film. The procedure was completed on same day without any injury to the patient. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. The product was not returned for analysis. Only photo and video was returned. Video and photo's show an implanted iol. The reported complaint cannot be confirmed from the received video and photos. Based on our observation of the attached photos and video, the reported complaint is not visible and cannot be confirmed. A definitive determination of the reported complaint cannot be made due to the quality of the returned photos and video and without the evaluation of the physical product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).